Event description:
This initial spontaneous report was received on (B)(6) 2012 from a respiratory therapist in the united states regarding a (B)(6) male who experienced device failure (screen malfunction) while on inomax dsir ((B)(4)). No medical history or concurrent conditions were reported. No concomitant medications were reported. The start date of inomax therapy via the inomax dsir was not reported; therapy was provided for an unk indication. On (B)(6) 2012 the inomax dsir screen malfunctioned. No problems were reported concerning the pt. The device was sent to the biomedical engineer in the hospital. The bioengineer reported he could not duplicate the problem and the inomax dsir was put back in service. The reporter stated "the device did not do what it was supposed to do."

Manufacturer narrative:
On (B)(6) 2012 the rt reported the inomax dsir ((B)(4)) had screen malfunction. ((B)(4)). This inomax dsir ((B)(4)) is under investigation. A supplemental report will be submitted within 30 days of completion of the investigation.